Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported unknown issue with the lens that was implanted with images. Additional information has been requested.

Event description:
The issue reported, is considered as an unspecified issue. As there is no clear information about the event or what the issue is with the lens.

Manufacturer narrative:
The initial decision to report was incorrect. Resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).